Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple ise (ion-selective electrode) hardware components to resolve the issue. The fse replaced ise flowcell assembly; stack ratio pump; all ise tubing; carbon bridge; sodium measuring and reference electrodes; and the fse verified instrument performance.

Event description:
The customer reported that the unicel dxc 800 pro synchron system generated low sodium (na) results. The results were reported outside of the lab. There was no change to patient treatment attributed to this event. Calibration and controls (qc) were run before and after this event and the results were within ranges.